Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient was hospitalized for a peg tube replacement. On (B)(6) 2017, a physician attempted to change the peg tube but a buried bumper was diagnosed. The peg tube was pulled out and discarded and duodopa therapy was discontinued.